Event description:
It was reported that during a routine endoscopic submucosal dissection (esd) procedure, about 5 minutes into the procedure, the knife broke during an incision in the stomach and remains inside the patient's body. Additional information as been requested but no information provided at this time.

Manufacturer narrative:
E1 establishment name: (B)(6). This report is related to the following patient identifiers: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Information about the usage status was provided by the facility, but no information leading to the fracture of the cutting knife was found. Based on the condition of the subject device, the likely cause of the damage of the cutting knife might be the following: 1)due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. ·the output setting for activation was too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2)spark discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting wire was scorched. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.